Manufacturer narrative:
The result of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient received a vibratory alert for right ventricular oversensing (rvos) but did not feel it. Transmission showed non-sustained right ventricular oversensing due to intermittent right ventricular (rv) capture. The device is on advisory. Programming change was discussed and performed. No patient symptoms were reported. Patient's condition was stable through out the event.